Event description:
It was reported that the pt underwent a revision with "the line" (unspecified) and has a return of symptoms (unspecified). Per the reporter, there was never any therapeutic effect. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).